Manufacturer narrative:
(B)(4) - follow up MDR for correction - not reportable. Following the submission of the initial MDR it was determined that the event reported by the customer was not a reportable event to the FDA as it is not likely to cause or contribute to serious injury or death. If any additional information is received to reverse this decision, another follow up MDR will be submitted.

Manufacturer narrative:
Pr (B)(4) initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
1bx (30ea) found damaged upon checking and discovered defective packaging due to open pouch.